Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable and motor fault alarms. The reported issue was found during testing so there was no patient involvement associated with the reported event. Customer was able to resolve the reported issue by replacing the main board.

Manufacturer narrative:
Vyaire was able to confirm the customer's reported issue. The events log revealed pt800 transducer faults.